Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced a ventricular septal perforation (vsp), which caused the patient to expire. There was no issues or malfunctions reported, and the impella was operating as expect. The relationship between the impella and the vsp is unknown. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor.